Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection showed the top case was counterfeit and the rubber feet were missing. A review of the event history log (ehl) identified primary audible alarm post. During the functional testing was unable to duplicate the reported issue. The root cause of the issue was unable to be determined. A corrective and preventative action has been opened to address the reported issue. Replaced speaker for preventive, glued j9 connector (fully seated and properly glued 3 surfaces - both side). Performed preventative maintenance and all functional testing.

Event description:
It was reported that the pump would frequently display primary audible alarm post. No patient injury was reported.